Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly or under or over delivery anomaly noted during test. Device received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 544 mg/dl and the low blood glucose level was 20 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level and glucagon for low blood glucose. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose event. The customer alleges that the insulin pump was under delivering because she was not sure why going high as she did not normally run high like that also they alleges that the insulin pump was over delivery of insulin because they are going low after they treat for a high blood glucose. Customer stated that the drive support cap was normal. Customer also stated that top of the reservoir compartment had damaged and the reservoir was lock in place when inserted into insulin pump. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.